Manufacturer narrative:
The reagent lot number was 88231201 with an expiration date of 31-aug-2026. The field service engineer found that the wash water level was lower than normal. He adjusted the water level, cleaned the valves, decontaminated the system, and performed a system wash and air purges. He performed a precision check that passed successfully. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable glucose hk gen.3 results from the cobas c 503 analytical unit. The initial result was 141 mg/dl. The repeat result was 108 mg/dl. The repeat result using another cobas module was 103 mg/dl.